Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer was hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2019 with blood glucose of 450 mg/dl. The customer experienced symptoms such as infection and vomiting. Customers other blood glucose value was 141 mg/dl. The customer was treated with intravenous insulin drip. The insulin pump will not be returned for analysis.